Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax. Further examination under microscopic imaging revealed a separation between pebax and electrode section. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. Additionally, no irrigation, electrical, temperature, or impedance issues were observed during the ablation cycle. A manufacturing record evaluation was performed for the finished device lot number 31431742l, and no internal action was found during the review. Based on the information currently available, a product issue was identified during the investigation of the sample received. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
One thermocool® smart touch® sf bi-directional navigation catheter was received by the bwi product analysis lab with no accompanying information, and was processed. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis identified a separation between pebax and electrode section. As a result, this will be reported to FDA.